Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the load process was performed, drops were not seen from the tubing during the fill tubing step. The contact stated that the customer fill tubing had been performed with 30 units. The contact stated the customer was able to successfully fill tubing after changing infusion set twice. In addition, the contact reported that the customer experienced resistance while filling the cartridge. Reportedly, the customer had tried multiple cartridges and syringes and was able to load one successfully. The customers blood glucose (bg) level was impacted (300 mg/dl). The customer took a manual injection to stabilize bg level.